Event description:
Reporter reported a transfer set with a broken spikee. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA. Baxter¿s product surveillance department is pursuing additional information regarding this incident. A follow up report will be submitted if additional information is received.